Event description:
A malfunction was reported, and there was no adverse impact to the customer¿s blood glucose level. The corrective action involved replacing the pump, which was confirmed to be under warranty. The customer agreed to use multiple daily injections (mdi) as backup therapy and was given instructions to put the pump in storage mode before returning it to tandem with a pre-paid label.